Event description:
During docking of the pt treatment couch, a short circuit caused the circuit breaker controlling couch in place to trip, thereby disabling automatic couch retraction. User manually removed the pt and couch from the treatment position in accordance with standard emergency procedures. The pt treatment was aborted and no serious injury has been reported.